Manufacturer narrative:
The customer indicated that a po2 result of less than 42.0 would have been reviewed by the technicians. She indicated that all patient results are reviewed in the morning. The siemens rep checked the instrument and found that the analytical ranges were disabled on the instrument. The customer was instructed to re-enable the analytical ranges on the instrument. Instrument is performing as intended. This event has occurred due to an operator error.

Event description:
Customer indicated that a patient po2 result was reported to the physician that was below their analytical range limits set on the instrument. There was no report of injury due to this event.